Event description:
This unsolicited case from united states was received on 12-jun-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and the same day patient experienced incredible pain in my knee, swelling at her knee and 'patient could not walk out of the office and had to use crutches/ she was still having issues with ambulating'; after few days her knee was getting weaker and weaker, felt her right knee crackles. No relevant medical history, concomitant medications were reported. Past drugs included many unspecified injections, steroids in her knee and botulinum toxin type a (botox) for migraines. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once at the dose of 6 ml (lot number and expiration date: not reported) in unspecified joint for mild to moderate osteoarthritis. Patient felt drugged and it went to her head and then to knee. The same day, unknown latency of receiving the injection patient felt "incredible pain in my knee" for 10 minutes and that this intense pain continued at a severe level for at least 40 minutes. Patient could not walk out of the office and had to use crutches. Patient could not walk at home at all and had swelling and pain at her knee for a full week before she called her doctor. The doctor told the patient to take diphenhydramine hydrochloride (benadryl) at this point. She was wearing a hinged knee brace and still using crutches. On an unknown date in 2017, her right knee "crackled" when she move it and this was not there before the injection (latency: few days). Patient walked 3.5 miles a day and even on bad days, could still walk around and would not walk as far. Patient cannot walk at all and that her knee was getting weaker and weaker (latency: few days). Patient was on her last day of prednisone (a one week pack) and she was still having issues with ambulating. She was to see the doctor again soon and was not sure what he would do now. Patient reported that her knee was worse now after the injection and she cannot walk at all without the brace on her right knee. She reported that her knee was still swollen without warmth and she was applying ice to it as recommended by her doctor. Corrective treatment: prednisone for her right knee crackles, knee was getting weaker and weaker; prednisone; use crutches; hinged knee brace for 'she could not walk out of the office and had to use crutches/ she is still having issues with ambulating'; diphenhydramine hydrochloride and prednisone for incredible pain in my knee; ice, diphenhydramine hydrochloride and prednisone for swelling at her knee. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention and significant disability for all the events additional information was received on 15-jun-2017. Global ptc number and ptc results were added along with details. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-jun-2017: this case concerns a female patient who was received synvisc one injection for osteoarthritis in right knee and later received prednisone as her knees were getting weaker and weaker, right knee started to crackle, she developed intense pain, swelling and could not walk out of the office and had to use crutches and was having issues with ambulating. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, patient's underlying medical condition of osteoarthritis is a confounding factor for the event.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day patient experienced incredible pain in my knee, swelling at her knee and 'patient could not walk out of the office and had to use crutches/ she was still having issues with ambulating'; after few days her knee was getting weaker and weaker, felt her right knee crackles. No relevant medical history, concomitant medications were reported. Past drugs included many unspecified injections, steroids in her knee and botulinum toxin type a (botox) for migraines. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once at the dose of 6 ml (lot number and expiration date: not reported) in unspecified joint for mild to moderate osteoarthritis. Patient felt drugged and it went to her head and then to knee. The same day, unknown latency of receiving the injection patient felt "incredible pain in my knee" for 10 minutes and that this intense pain continued at a severe level for at least 40 minutes. Patient could not walk out of the office and had to use crutches. Patient could not walk at home at all and had swelling and pain at her knee for a full week before she called her doctor. The doctor told the patient to take diphenhydramine hydrochloride (benadryl) at this point. She was wearing a hinged knee brace and still using crutches. On an unknown date in 2017, her right knee "crackled" when she move it and this was not there before the injection (latency: few days). Patient walked 3.5 miles a day and even on bad days, could still walk around and would not walk as far. Patient cannot walk at all and that her knee was getting weaker and weaker (latency: few days). Patient was on her last day of predisone (a one week pack) and she was still having issues with ambulating. She was to see the doctor again soon and was not sure what he would do now. Patient reported that her knee was worse now after the injection and she cannot walk at all without the brace on her right knee. She reported that her knee was still swollen without warmth and she was applying ice to it as recommended by her doctor. Corrective treatment: prednisone for her right knee crackles, knee was getting weaker and weaker; prednisone; use crutches; hinged knee brace for 'she could not walk out of the office and had to use crutches/ she is still having issues with ambulating'; diphenhydramine hydrochloride and prednisone for incredible pain in my knee; ice, diphenhydramine hydrochloride and prednisone for swelling at her knee outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention and significant disability for all the events. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who was received synvisc one injection for osteoarthritis in right knee and later received prednisone as her knees were getting weaker and weaker, right knee started to crackle, she developed intense pain, swelling and could not walk out of the office and had to use crutches and was having issues with ambulating. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment

Event description:
This unsolicited case from united states was received on (B)(4) 2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day patient experienced incredible pain in my knee, swelling at her knee and 'patient could not walk out of the office and had to use crutches/ she was still having issues with ambulating'; after few days her knee was getting weaker and weaker, felt her right knee crackles. No relevant medical history, concomitant medications were reported. Past drugs included many unspecified injections, steroids in her knee and botulinum toxin type a (botox) for migraines. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once at the dose of 6 ml (lot number and expiration date: not reported) in unspecified joint for mild to moderate osteoarthritis. Patient felt drugged and it went to her head and then to knee. The same day, unknown latency of receiving the injection patient felt "incredible pain in my knee" for 10 minutes and that this intense pain continued at a severe level for at least 40 minutes. Patient could not walk out of the office and had to use crutches. Patient could not walk at home at all and had swelling and pain at her knee for a full week before she called her doctor. The doctor told the patient to take diphenhydramine hydrochloride (benadryl) at this point. She was wearing a hinged knee brace and still using crutches. On an unknown date in 2017, her right knee "crackled" when she move it and this was not there before the injection (latency: few days). Patient walked 3.5 miles a day and even on bad days, could still walk around and would not walk as far. Patient cannot walk at all and that her knee was getting weaker and weaker (latency: few days). Patient was on her last day of prednisone (a one week pack) and she was still having issues with ambulating. She was to see the doctor again soon and was not sure what he would do now. Patient reported that her knee was worse now after the injection and she cannot walk at all without the brace on her right knee. She reported that her knee was still swollen without warmth and she was applying ice to it as recommended by her doctor. Patient was recovering and can now walk without a knee brace. The knee was still weak and she needed the brace sometimes. Patient had been going to the gym and exercises in the pool for 30 minutes. Patient also received jacuzzi heat treatments for her knee. Patient said that she would continue to update on her progress. Corrective treatment: prednisone and jacuzzi heat treatments for her right knee crackles and knee was getting weaker and weaker; prednisone, use crutches, hinged knee brace and jacuzzi heat treatments for 'she could not walk out of the office and had to use crutches/ she was still having issues with ambulating'; diphenhydramine hydrochloride, prednisone and jacuzzi heat treatments for incredible pain in my knee; ice, diphenhydramine hydrochloride, prednisone and jacuzzi heat treatments for swelling at her knee outcome: recovering for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention and significant disability for all the events. Additional information was received on (B)(4) 2017. Global ptc number and ptc results were added along with details. Text was amended accordingly. Additional information was received on (B)(4) 2017 from the patient. Corrective treatment was updated. Event outcome was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 5-jul-2017: the follow up information received does not change previous case assessment. This case concerns a female patient who was received synvisc one injection for osteoarthritis in right knee and later received prednisone as her knees were getting weaker and weaker, right knee started to crackle, she developed intense pain, swelling and could not walk out of the office and had to use crutches and was having issues with ambulating. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, patient's underlying medical condition of osteoarthritis is a confounding factor for the event.

Event description:
This unsolicited case from united states was received on (B)(4) 2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day patient experienced incredible pain in my knee/her pain level was a 7 or 8, swelling at her knee and 'patient could not walk out of the office and had to use crutches/ she was still having issues with ambulating/ she could not walk'; after few days 'her knee was getting weaker and weaker/ she still felt weakness in her right knee', 'felt her right knee crackles' and 'she still felt pressure in her right knee'. No relevant medical history, concomitant medications were reported. Past drugs included many unspecified injections, steroids in her knee and botulinum toxin type a (botox) for migraines. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once at the dose of 6 ml (lot number and expiration date: not reported) in right knee for mild to moderate osteoarthritis. Patient felt drugged and it went to her head and then to knee. The same day, unknown latency of receiving the injection patient felt "incredible pain in my knee" for 10 minutes and that this intense pain continued at a severe level for at least 40 minutes. Patient could not walk out of the office and had to use crutches. Patient could not walk at home at all and had swelling and pain at her knee for a full week before she called her doctor. The doctor told the patient to take diphenhydramine hydrochloride (benadryl) at this point. She was wearing a hinged knee brace and still using crutches. On an unknown date in 2017, her right knee "crackled" when she move it and this was not there before the injection (latency: few days). Patient walked 3.5 miles a day and even on bad days, could still walk around and would not walk as far. Patient cannot walk at all and that her knee was getting weaker and weaker (latency: few days). Patient was on her last day of predisone (a one week pack) and she was still having issues with ambulating. She was to see the doctor again soon and was not sure what he would do now. Patient reported that her knee was worse now after the injection and she cannot walk at all without the brace on her right knee. She reported that her knee was still swollen without warmth and she was applying ice to it as recommended by her doctor. Patient was recovering and can now walk without a knee brace. The knee was still weak and she needed the brace sometimes. Patient had been going to the gym and exercises in the pool for 30 minutes. Patient also received jacuzzi heat treatments for her knee. Patient said that she would continue to update on her progress. As of (B)(6) 2017, the patient still felt pressure and weakness in her right knee after it was injected with synvisc one on (B)(6) 2017 latency: few days). For the first month after the injection, patient stated that her pain level was a 7 or 8 and she could not walk, so her doctor recommended exercising in the pool. Patient tried to go every other day and applied heat for fifteen minutes, then was able to walk in the pool for 25 or 30 minutes (if lucky). Patient wanted to add physical therapy. Patient had a magnetic resonance imaging (MRI), but no results were available about what damage was done to her knee. The patient was frustrated that she was not better yet and asked for financial help with her out of pocket expenses for physical therapy and the cost of the synvisc one. Corrective treatment: prednisone and jacuzzi heat treatments for her 'right knee crackles' and 'knee was getting weaker and weaker/ she still felt weakness in her right'; prednisone, use crutches, hinged knee brace and jacuzzi heat treatments for 'she could not walk out of the office and had to use crutches/ she is still having issues with ambulating/ she could not walk'; diphenhydramine hydrochloride, prednisone and jacuzzi heat treatments for 'incredible pain in my knee/her pain level was a 7 or 8'; ice, diphenhydramine hydrochloride, prednisone and jacuzzi heat treatments for 'swelling at her knee'; applied heat for 'still felt pressure in her right knee'. Outcome: not recovered for 'she still felt pressure in her right knee', 'knee was getting weaker and weaker/ she still feels weakness in her right knee', 'she could not walk out of the office and had to use crutches/ she was still having issues with ambulating/ she could not walk'; recovering for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 48316. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention and significant disability for all the events. Additional information was received on 15-jun-2017. Global ptc number and ptc results were added along with details. Text was amended accordingly. Additional information was received on 05-jul-2017 from the patient. Corrective treatment was updated. Event outcome was updated. Text was amended accordingly. Additional information was received on 24-jul-2017 from the patient. Therapy start date was updated. An additional event of "she still feels pressure in her right knee" was added along with details. Event onset date for the events of "she could not walk out of the office and had to use crutches/ she was still having issues with ambulating/ she could not walk", "incredible pain in my knee/her pain level was a 7 or 8" and "swelling at her knee" was updated. Verbatim of "knee was getting weaker and weaker/ she still feels weakness in her right knee" was updated to "knee was getting weaker and weaker/ she still feels weakness in her right knee"; "she could not walk out of the office and had to use crutches/ she was still having issues with ambulating" to "she could not walk out of the office and had to use crutches/ she was still having issues with ambulating/ she could not walk"; "incredible pain in my knee" to "incredible pain in my knee/her pain level was a 7 or 8" along with event outcomes. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 5-jul-2017: the follow up information received does not change previous case assessment. This case concerns a female patient who was received synvisc one injection for osteoarthritis in right knee and later received prednisone as her knees were getting weaker and weaker, right knee started to crackle, she developed intense pain, swelling and could not walk out of the office and had to use crutches and was having issues with ambulating. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Also, patient's underlying medical condition of osteoarthritis is a confounding factor for the event.